Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of this device noted body fluid contamination in both lead barrels. Detailed analysis found all setscrews moved fully and freely in both directions. The hex slot on the proximal ventricular setscrew was slightly rounded out, indicating the hex wrench was not fully inserted into the hex slot before being turned. This resulted in the setscrew not tightening down on the lead. The pacing and sensing functions of the device were verified per automated testing.

Event description:
Boston scientific received information that during the implant procedure, a setscrew on this pacemaker became stuck and could not be tightened down onto the lead. A new device was implanted. No adverse patient effects were reported.